Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed the followings; there was a hole in the universal cord and there was a leak. There was a wrinkle in the universal code. There was corrosion and deposits inside the connector. The adhesive on the bending section rubber had peeled off. There were dents and scratches on the distal end cover. The leakage tester ¿s connector cap could not be connected to the venting connector. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by chemical stress and physical stress on the insertion tube. The cause of chemical stress may have been the influence of the chemical solution used. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported leakage and sent the device to olympus. Olympus inspected the device at the service department of olympus (B)(4) and found the coating of the insertion tube was partially peeled off. This phenomenon was a MDR reportable malfunction. There was no report of patient injury associated with this event.